Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel of the left upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the second inflation for 30 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.